Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: idiopathic scoliosis procedure: spinal correction fusion levels implanted: t10-l3 it was reported that intra-op, when the surgeon was performing final tightening the set screw stripped before reaching proper torque. The surgeon made sure that the set screw engaged the screw hole, and the surgeon turned the instruments but same event occurred. No patient complication were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.